Event description:
Noise and loss of capture causing crt interrupt can be seen via hmsc recordings beginning on (B)(6) 2022. The patient had a device upgrade on (B)(6) 2022 where damage to the lead may have occurred. A full lead evaluation with postural and isometric testing was recommended. Capture threshold trend since july has fluctuated +/- 1.0 v. Most recent capture threshold was 3.2v on (B)(6) 2022. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.